Event description:
When loading contrast into the syringes air would be pulled into the syringe even though this was a closed loop. Biomed tested and found syringes from lot# 8620273 were the only syringes that had this effect. Manufacturer response for syringe, medrad stellant disposable syringes (per site reporter) reached out to [redacted name] and reporting contact for the manufacturer item number, if they returned a defective sample to the manufacturer, and if all the syringes in this lot were defective. They said it was only3 syringes, but they removed the lot from the site and isolated it in the warehouse as well. Anecdotal reports from staff are that it was occurring more and had noted this lot. This will not initiate a pull of this lot from all sites. Site to keep csc (corporate supply chain) informed as they notify the manufacturer, and we will report this to the FDA.